Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had a loss of stimulation and the lead was found to have out of range impedances. The lead will be replaced on (B)(6) 2017.